Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It also had moisture damaged motor during visual inspection. It was unable to verify the button/keypad anomaly due to blank display. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. He changed the battery but the keypad remained unresponsive. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.